Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a sample from a patient generated a lower than expected hemoglobin value of 7.9 g/dl. The patient was sent to a hospital for possible transfusion. The patient was tested at the the hospital (test method not provided) yielding a hemoglobin value of 8.5 g/dl. Based on the retest value the patient was found not to need a transfusion. No adverse outcomes were reported related to this issue.